Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient experienced periods of asystole and then would recover. The device was not pacing nor capturing, there was no output, and the device was unable to be interrogated. The physician stated the patient had been told 2 years previous that the device indicated elective replacement (eri), however the patient refused to have the device replaced. The patient was placed on a temporary pacemaker and then the device was explanted and replaced. No further patient complications have been reported as a result of this event.